Event description:
The customer reported the fluoro screen went black with a message regarding filament and smelled a bad smell. The unit made a dark image and an error code was on the doghouse. A pt was on the table but there were no injuries. They were able to complete the procedure on another machine.

Manufacturer narrative:
The ge svc rep found unit booting up to "precharge voltage error". He checked batteries and found bad batteries. Ordered and replaced batteries. Unit now boots up normally. Verified proper operation and returned unit to service.